Manufacturer narrative:
There was no product returned; therefore, no physical evaluation could be conducted. The device history records could not be reviewed due to lack of product identification; no lot number was provided. This device is used for treatment. This complaint cannot be confirmed; therefore, a definitive root cause cannot be identified.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that in two or three past procedures, an adapter did not seal as expected with the bone cement canister.